Manufacturer narrative:
Specific patient information is not available. Specific event date is not known other than it would be subsequent to the implant date provided in this report. Xeridiem (legal manufacturer) part number is 70-0050-414; (B)(4) part number is m00548370; the boston scientific part number is the one appearing on the device label. Xeridiem is legal manufacturer for the device and (B)(4) is our exclusive distributor. Therefore the initial reporter to xeridiem is a person associated with boston scientific. The device was not able to be returned for evaluation so a definite cause for this particular device could not be determined. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. Device was not available for evaluation.

Event description:
Fluid leakage from the balloon device.